Event description:
It was reported during a defibrillator replacement, the lead would not insert into the pace/sense port of the new defibrillator. After thirty minutes of trying, a new device was requested. There was some struggle getting the lead inserted into the second defibrillator port, but the lead was connected and the defibrillator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.